Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor assembly was found to be damaged. A review of the pump history did not indicate that loss of cartridge detection had occurred. During evaluation the force sensor was found to be within calibration. Unrelated to the event the bolus button was found to have a hole in it and the battery compartment was found to be cracked.

Event description:
It was reported that there a multiple loss of prime warnings each day. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor assembly was found to be damaged. This report is being made based on the evaluation results.